Event description:
The following information has been updated: it was reported that the unspecified bd needle experienced flow issues while aspirating/drawing up or transferring fluid into a chamber/reservoir during use. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown . It was reported that customer was unable to draw insulin from vial. Material no: 309657. Batch no: unknown . Complaint 3 of 4 1. Description of issue: customer reported he was unable to draw insulin from his vial on 4 occasions 2. Number of occurrences: 4 3rd: 7/15/2019, bg: 147 mg/dl 3. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 4. 4. Item number: unknown customer unable to verify needle. 5. Product lot number: unknown 6. For bd product only, are samples available for investigation? -will inquire. 7. Did issue cause any injury? If yes, what type of injury? -no 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? -no 9. Resolution customer requested replacement syringes. Distributor to send replacement cartridge packs with syringe/needle to maintain customer satisfaction..

Manufacturer narrative:
The following information has been updated: b.3. Describe event or problem: it was reported that the unspecified bd needle experienced flow issues while aspirating/drawing up or transferring fluid into a chamber/reservoir during use. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown it was reported that customer was unable to draw insulin from vial. Material no: 309657. Batch no: unknown. Complaint 3 of 4 1. Description of issue: customer reported he was unable to draw insulin from his vial on 4 occasions 2. Number of occurrences: 4 3rd: 7/15/2019, bg: 147 mg/dl 3. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 4. 4. Item number: unknown customer unable to verify needle. 5. Product lot number: unknown 6. For bd product only, are samples available for investigation? -will inquire. 7. Did issue cause any injury? If yes, what type of injury? -no 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? -no 9. Resolution customer requested replacement syringes. Distributor to send replacement cartridge packs with syringe/needle to maintain customer satisfaction. Additional review has identified this complaint as not reportable. It has been determined that the incident description be changed to flow issues while aspirating/drawing up or transferring fluid into a chamber/reservoir. H3 other text : see h.10

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10

Event description:
It was reported that the unspecified bd needle was unable/difficult to aspirate insulin during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that customer was unable to draw insulin from vial. Material no: 309657 batch no: unknown complaint 3 of 4 1. Description of issue: customer reported he was unable to draw insulin from his vial on 4 occasions 2. Number of occurrences: 4 3rd: (B)(6) 2019, bg: 147 mg/dl 3. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 4. 4. Item number: unknown customer unable to verify needle. 5. Product lot number: unknown 6. For bd product only, are samples available for investigation? -will inquire. 7. Did issue cause any injury? If yes, what type of injury? -no 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? -no 9. Resolution customer requested replacement syringes. Distributor to send replacement cartridge packs with syringe/needle to maintain customer satisfaction.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd needle was unable/difficult to aspirate insulin during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that customer was unable to draw insulin from vial. Material no: 309657, batch no: unknown. Complaint 3 of 4. Description of issue: customer reported he was unable to draw insulin from his vial on 4 occasions. Number of occurrences: 4. (B)(6)2019, bg: 147 mg/dl. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: unknown. Customer unable to verify needle. Product lot number: unknown. For bd product only, are samples available for investigation? Will inquire. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer requested replacement syringes. Distributor to send replacement cartridge packs with syringe/needle to maintain customer satisfaction.